Event description:
It was reported that the patient complained of hearing an occasional 'pinging' around the device pocket, and per a chest xray, there is an area of 'thinning on wires.' It was not possible to determine the source of the sound, and the patient will continue to be monitored. The lead remains for use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.